Event description:
When the catheter was connected to a monitor before implantation, the latter restarts when running on battery (without power supply). A new connection was made on two other monitors (one from the hospital, the other their new monitor) with version 3.26.01, and the screen flickered. The problem occured before implantation, so there are no consequences for the patient.

Manufacturer narrative:
Device will be investigated when recived according to our fsca 2025-04 records, monitor at the hospital was only updated the 12/05/2025 so after the date of incident. Device will be investigated when received specially regarding the eeprom component.